Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-14331. It was reported the patient experienced high impedances on both leads during a replacement procedure for the ipg. In turn, the ipg was replaced and the leads were reconnected to the new ipg which resolved the issue. Therapy was restored post-procedure. Additional information can be found regarding the ipg in manufacturer reference number: 3006705815-2022-01170.